Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported the procedure was to treat a perforation in the left anterior descending artery. A 3.50x19mm rx graftmaster stent delivery system (sds) was advanced however failed to cross the lesion. The sds was removed without issue. A 2.80x19mm rx graftmaster was attempted however also failed to cross the lesion. The procedure was completed using a 2.80x16 graftmaster. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the moderately calcified, moderately tortuous lesion during advancement, resulting in the reported failure to advance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. It was reported that during removal of the 2.80x19 rx graftmaster the proximal shaft separated. The separated portion was simply withdrawn from the anatomy. No additional information was provided.